Event description:
International customer reported that a patient presented with a surgical site inflammation and wound dehiscence at an unspecified time following a rotator cuff repair. The patient was prescribed antibiotics and subsequently underwent a scar revision procedure in 2008.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: coated vicryl plus antibacterial (polyglactin 910) suture; pds ii (polydioxanone) suture.